Manufacturer narrative:
Continued e.1. Facility name: (B)(6). Continued e.1. Phone number: (B)(6). Continued e.1. Fax number: (B)(6). Continued e.1. Email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture diagnosed by MRI, folds/deformation, pain on the left side." Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as surgical damage. Crease/folding of implant: creases were observed. Visibility/palpability: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "rupture diagnosed by MRI, folds/deformation, pain on the left side." Device was explanted and replaced.

Event description:
Healthcare professional reported left side "rupture diagnosed by MRI, folds/deformation, pain on the left side." Device was explanted and replaced.